Event description:
It was reported that the lead was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a loss of effective stimulation to her right arm. X-rays showed the lead had migrated. Surgical intervention was undertaken and the lead was disconnected from the ipg and another model lead was implanted and connected to the ipg. Postoperatively, the patient reported receiving effective therapy.